Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with redness, inflammation, drainage, and infection, under entire patch area, which occurred 4 days after the sensor had been inserted in the arm. The patient would have had a ¿skin allergy¿. The patient was seen by a doctor, who made an incision in the skin, and pressed the puss out. The reaction was then treated with a topical unspecified cream that the hcp recommended, but no prescription was needed for this. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).